Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the patient had a pre transesophageal echocardiography (tee) after sedation was received. The patient's laa was confirmed clear of thrombus and measurements were obtained. The physician obtained access, and the was inserted at the groin site for the intracardiac echo (ice) catheter. The ice catheter was advanced into position and the physician obtained access with the j wire. The physician advanced the was over the j wire. The first dose of heparin was administered and confirmed by the nurse. The physician removed the j wire and advanced the pigtail versacross wire. Transeptal puncture (tsp) was obtained. The septum was flossed, and the ice catheter was advanced into the left atrium. The was re-advanced through the septum. An additional dose of heparin administered and confirmed by the nurse. The with the versacross dilator advanced to the ostium of the laa. The pigtail wire placed at the ostium of the laa. The dilator removed with no signs of thrombus. The pigtail catheter advanced over the versacross pigtail wire and at this time the ice rep noticed a small area of possible thrombus at the tip of the coumadin ridge. Ice reviewed and a large mobile thrombus noted on the pigtail catheter extending from the . The physician aspirated via the side sheath and activated clotting time (act) drawn with a reading of 135 seconds. According to the ice imaging all of the thrombus aspirated. At this time, it determined that the IV line the nurse administering the heparin through not connected to the patient. The was fully removed, and clot expelled on the table. There no visible thrombus on the dilator or wire noted. The ice catheter removed. The physician did not note any changes in the patient condition at the time and decided to admit the patient overnight for observation and a repeat tee and computed tomography (CT). The physician started a heparin drip prior to the patient leaving the procedure area. It discussed that the patient would be started on eliquis the next day if all imaging negative.